Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements contributing to the delivery of inappropriate therapy. Testing of the system was unable to reproduce the morphology seen in the episode, and only one sensing vector passed. As the patient's therapy needs have changed, a revision procedure for a transvenous system is currently being considered. The s-ICD remains in service at the time and no adverse patient effects were reported.